Event description:
This pt was enrolled on the (B)(4) trial, a (B)(4) trial and was randomized to the hydrocoil embolic system treatment arm. At enrollment, the ruptured, irregular, bifurcation aneurysm was located in the right middle cerebral artery (mi). During the 3-28 day f/u, upon return from endovascular treatment, the pt showed signs of a stroke (right) and was admitted on (B)(6) 2012. No vasospasm was shown on angiogram done at that time. Scans confirmed a stroke occurred on the parietal cortical and sub-cortical right side and was relatively large. The stroke was attributed to a thromboembolic phenomenon on the protruding embolization material (coils) due to the fact that the pt was no longer taking antiplatelet medication. The pt was then re-administered antiplatelets. The pt recovered with sequelae and discharged on (B)(6) 2012. This event is an anticipated adverse event.